Manufacturer narrative:
The part of the device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a patella femoral alignment the anchor came loose from the suture. Retrieval of the anchor was attempted, however, the anchor still remains in the pt. No further consequences were reported from this event. This device is used for treatment.